Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two proglide devices failed as the feet did not retract into the guide with the footplate lever completely closed. The devices were removed and damaged the vessel. Two other proglide devices preplaced two sutures. The tavi procedure was completed. The two proglide knots were advanced to the vessel wall; however, hemostasis was not achieved. A stent was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the device was removed against resistance. Per instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The patient effect of tissue injury is listed in the electronic proglide instructions for use (eifu), as a potential adverse event with use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.